Event description:
It was reported that post op a sleeve procedure, on (B)(6) 2013, the patient presented to the emergency room vomiting blood and was taken back for an emergency surgery where a leak was discovered. The patient is still in the hospital. The surgeon did not notice anything different when firing at the time of the original procedure. The surgeon started using the device a month ago. Buttressing was used- synovis. The surgeon did not mention about the staple or cut lines. A sample will be sent in of some staples that are in the b form and some staples that are open. The device and reload were discarded. What color cartridge was being used? Green.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Spoke with dr. On (B)(6) 2013. Dr. Confirmed that no issues were noted in the preliminary operation. He noted that the upper gi was negative for a leak in the initial procedure. On day thirty post operatively the patient returned to the ER with nausea and vomiting. A CT scan was done and there was a ¿collection and free air¿ noted near the splenic flexure. An additional laparoscopic robotic exploration was completed. Blood clots (both old and fresh) were found near the splenic flexure and near the staple line. Two opening were found on the staple line each about 1.5cm in size were found over the last two staple lines. Near the opening, but not in the tissue malformed staples were found.

Manufacturer narrative:
(B)(4). Conclusion: intra-operative photo received. The back table photo is a close up 6 staples that appear to have been pulled from tissue. The 4 staples clumped together on the left side of the picture appear to have proper b-form shape. The far right staple is positioned such that it cannot be determined what the shape is. The last middle staple does have one leg that is properly formed with one leg that is not and is pointed away from the crown. The photo provides evidence that the majority of the staples are properly formed. The one staple that shows evidence of a malformed leg also has tissue on it suggesting that it was pulled out of tissue. There is the possibility that the staple leg was damaged or bent out of position during removal. Although the photo evidence does confirm the malformed staple, it is uncertain as to the root cause of the issue. Based on the photographic evidence, the event description can be confirmed, but the root cause of the reported complaint cannot be determined.